Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) suggested following actions. The device remains in use. No adverse patient effects were reported.